Manufacturer narrative:
An attempt to reproduce the reported event using the minimed mobile app (software version 2.8.0) installed on samsung galaxy z flip 4 (android 14) with mmt-1884 780g pump (software ver. 6.21u) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). From app log analysis, the reason for connectivity problems is from the pump not pairing to the device before the 2 minute timeout. After the pump and phone are connected to eachother, they attempt to pair and exchange key information to form a bond. In this case the connection hangs for 2 minutes and thus pairing attempt is terminated for taking too long. This can happen for a multitude of reason such as the user navigating away from the pairing page and not responding to prompts that appear, bluetooth interference from other devices, or a bluetooth stack issue. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: basic steps: turn bluetooth off -> wait 30 seconds -> turn bluetooth back on. When attempting to pair, do not leave the pairing screen during the progress spinner, and respond to any prompts that may appear. Try to pair the pump and device in another location, with a lower potential level of electromagnetic noise (common sources - active wi-fi networks & bluetooth connections nearby). Advanced steps: clear data of bluetooth app: settings â¿¿ apps â¿¿ manage apps â¿¿ find and tap on bluetooth app â¿¿ clear data (if this option is often grayed out on most phones then try the reset network settings instead). Reset network settings: settings connection & sharing reset wi-fi, mobile networks, and bluetooth reset settings. Uninstall app -> restart phone -> turn bluetooth off then on -> reinstall app. Would recommend the patient to check if some bluetooth-enabled app is installed on the phone. If so the application has to be uninstalled. As an example of such applications could be fitness trackers or smart home apps such as fitbit or polar flow and so on. After the apps are uninstalled the attempt to repair the phone should be repeated. If after the app's using bluetooth is uninstalled and the connection with the pump still could not be established there could be a distinct issue with the phone's bluetooth hardware. Could suggest the patient to try a different phone model. Uninstall app -> restart phone -> turn bluetooth off then on -> reinstall app. Clear data of bluetooth app: settings â¿¿ apps â¿¿ manage apps â¿¿ find and tap on bluetooth app â¿¿ clear data. Reset network settings: settings â¿¿ connection & sharing â¿¿ reset wi-fi, mobile networks, and bluetooth â¿¿ reset settings. Disable battery optimization for mmm app: long tap on mmm app icon â¿¿ app info â¿¿ battery saver â¿¿ no restrictions. Try to pair the pump and device, do not leave the pairing screen during the pairing process, do not forget to accept the bonding dialogs (may appear twice). Each of 2 confirmation notifications will be present on the device screen during about 5 seconds and after that period system will hide notification. But it still can be found in the notifications shade by swiping down from the top of the screenuser has 30 seconds in total to confirm 2 notification prompts. Ask the user if those prompts were shown on pairing attempt. Try to pair the pump and device in another location, with a lower potential level of electromagnetic noise. The helpline has not yet confirmed whether the recommended steps have successfully resolved the issue. Issue is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between pump and the mobile application. The customer reported no adverse event. The event involved product(s) mmt-6101.troubleshooting was performed for loss of communicaiton between pump and mobile device and it was unable to complete troubleshooting or provide instructions, insufficient information to escalate. Troubleshooting was performed for unable to pair device and it was unable to pair mobile with pump. Pump and application would not pair after troubleshooting. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.